Manufacturer narrative:
Section a. Patient information: not available despite multiple good faith efforts. Analysis of the returned driver revealed that the end of the driver was damaged and completely sheared off. The damage to the driver was sufficient to prevent functional testing. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor encountered resistance with the driver. Upon retracting it, the doctor noticed it had broken. All procedure related items were discarded, and new kits and products were used to complete the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor encountered resistance with the driver. Upon retracting it, the doctor noticed it had broken. All procedure related items were discarded, and new kits and products were used to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Section a. Patient information: not available despite multiple good faith efforts. Analysis of the returned driver revealed that the end of the driver was damaged and completely sheared off. The damage to the driver was sufficient to prevent functional testing. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency.

Manufacturer narrative:
Correction to the initial MDR in block h11. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Section a. Patient information: not available despite multiple good faith efforts. Analysis of the returned driver revealed that both tips of the driver were completely sheared off. The damage to the driver was sufficient to prevent functional testing. The damage to the driver was most likely due to subjecting it to excessive force. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. A review of the instructions for use (IFU) did not reveal any anomalies as it states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage of bony structures may result. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the doctor encountered resistance with the driver. Upon retracting it, the doctor noticed it had broken. All procedure related items were discarded, and new kits and products were used to complete the procedure. No additional adverse patient effects were reported.